Manufacturer narrative:
Complaint confirmed, the device as received was missing the eyelet. The cause of the missing eyelet is unknown.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an internal brace procedure, the surgeon implanted a 3.5 bio-composite swivelock, ar-2325bcc, with no issue. He then implanted a 4.75 biocomposite swivelock, ar-2324bcct, with no issue. When he went to link the two anchors, he noticed that the 3.5 bio-composite swivelock, ar-2325bcc, did not have an eyelet. Both anchors were removed and the case was completed with no anchors. No further details. Additional information provided 5/20/2019: it turned out that the surgical technique was changed from internal brace to modified brostrom operation due to missing eyelet and absence of spare anchor.